Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead dislodgement or pulled back into the subclavian. This lead was surgically revised. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.